Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was 234 mg/dl. System check performed with tandem technical support was unable to identify the source of the blockage. Multiple supply changes were performed to address the issue.